Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed by visual inspection. A unit carton was returned without its shrink wrap. Indentation lines visible on the top of the unit carton at the front. The outer blister was returned with the tyvek lid partially removed. One side flange/lip of the outer blister was broken. The broken flange/lip remained attached to the tyvek lid. There is evidence of a crack on the blister. There is evidence of a good seal on the outer blister. The inner blister was returned with its tyvek lid intact. For the purpose of this investigation the tyvek lid was removed from the inner blister. There is evidence of a good seal on all four side flanges. The returned device was unremarkable. The inner blister was returned with its tyvek lid intact. For the purpose of this investigation the tyvek lid was removed from the inner blister. There is evidence of a good seal between the inner blister and the tyvek lid. The returned device appears unremarkable. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. The investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to the opening packaging whereby the carton may have been compressed and/or dropped from a height causing the damage to the carton. No further investigation for this event is required at this time.

Event description:
A distributor reported that: "before the surgery, when preparing the devices, the medical staff observed that the packaging was not damaged but the inner plastic shell is broken at the weld. Another device was used to complete the surgery".

Manufacturer narrative:
Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A distributor reported that: "before the surgery, when preparing the devices, the medical staff observed that the packaging was not damaged but the inner plastic shell is broken at the weld. Another device was used to complete the surgery".